Event description:
Per the clinic, the patient developed an infection at the implant site; an abscess was drained (date not reported) and oral antibiotics were prescribed. On (B)(6) 2014, the site was drained for a second time, skin debridement was performed and a second course of oral antibiotics were prescribed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.